Manufacturer narrative:
The reported event of patient discomfort couldn't be confirmed. The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) was explanted due to patient discomfort. The patient was stable throughout procedure.